Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance and clinical diagnosis of adverse stimulation paresthesia. The outcome was resolved without sequelae. Interventions included reprogramming. The patient reported muscle spasms in the left leg when increasing his stimulation. The device was interrogation and some electrodes were out of range and too high over 10,000 ohms. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. Relevant medical history included: chronic low back pain, lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.